Event description:
Hamilton medical ag received the following event description: it was reported that a patient receiving high flow nasal cannula therapy exhibited increased work of breathing and decreased oxygen saturation, requiring an increase in fio2. It was subsequently identified by a nurse that the blue limb (the "to patient" inspiratory tube) was not connected to the ventilator. The circuit was then connected correctly.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4) currently, the event is under investigation.